Event description:
On 17-mar-2026, it was reported by an arthrex employee via (B)(4) that a qty. 3 of ar-8400td torpedos had the oscillating blade break. This was discovered during a procedure with no patient harm. Additional information provided 24-mar-2026: it was further reported this was discovered during a shoulder arthroscopy/revision rotator cuff repair procedure with no significant delay experienced and no additional anesthesia administered. The case was completed with another ar-8400td torpedo, and all fragments appeared to have been retrieved. Additional information provided 25-mar-2026: it was further clarified that only a qty. 2 of ar-8400td torpedos broke during use. The third ar-8400td torpedo was received broken out of box, there was an issue with the plastic part of the shaver that would attach to the handpiece.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.